Event description:
Ruptured right breast implant ptosis, capsular contracture left breast. Per final pathology report dated 11/20/2019, (B)(6) year old female with ptosis of right breast and capsular contracture of left breast. Breast, right implant, explantation: received fresh is a 347 g, 12.0 x 12.0 x 3.5 cm previously disrupted breast implant, with a 5 cm in length, and a 8 cm in length transmural defect. The wall is yellow, transparent and glistening with the inscription "sientra 10621-355mp 100139069." The lumen contains clear, colorless gelatinous material. There are no attached soft tissues. The specimen is for gross examination only. Breast, left implant, explantation: received fresh is a 359 g, 12.0 x 12.0 x 4.0 cm intact breast implant with a smooth, glistening, clear, colorless wall, with the inscription "sientra 10621-355mp 100139102." The lumen contains clear, colorless gelatinous material. There are no attached soft tissues. The specimen is for gross examination only.